Event description:
It was reported that that procedure was to treat re-stenosis of a non-abbott stent in the mid right coronary artery with heavy tortuosity and moderate calcification. Pre-dilatation was performed and the 3.5 x 38 mm xience prime stent delivery system (sds) was advanced, but could not cross the lesion. The proximal shaft separated due to the attempt to torque the sds to the lesion. The sds was removed without issue, and further dilatation was performed. A new 3.5 x 38 mm xience prime stent was placed to successfully treat the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): indication for use. The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: xience prime is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Additionally, the IFU states: safety and effectiveness of the xience prime has not been established for subject populations with in-stent restenosis.